Event description:
It was reported that a pump alarmed system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 105 caused by severed motor mount screws. The motor and screws were replaced.